Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting shock lead impedance out of range on the right atrial (ra) lead. Rv lead now programmed to distal coil to can. Thresholds and sensing measurements remain within normal limits. The device remains in service. No adverse patient effects were reported.